Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the customer had a low blood glucose reading of 41 mg/dl 2 days ago. Customer has had some low blood glucose readings in the past few days. Customer mentioned that he passed out when his blood glucose was 41 mg/dl. Customer confirmed there was no serious injury or hospitalization. Customer had to do 3 injections with glucagon. Customer's most recent blood glucose reading was 126 mg/dl today. Around this time, the pump started alarming for low threshold suspend. Customer was unable to locate the drive support cap. Customer found that his blood glucose was actually 54 mg/dl not 126 mg/dl. Customer treated for lows with juice and chocolate. Customer was not admitted as an inpatient for medical treatment. Caller stated that she knows what's going on and confirmed that she thinks the customer gave himself too much insulin. Caller did not want to continue troubleshooting at this time. Customer had a weak signal.